Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 8 instances of unknown area failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 26 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to casing damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 26 malfunction events. A review of the events indicated that the one touch ping model pump experienced a unknown area issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-72 years of age and between 60 and 320 pounds. Of the reported patients, 12 were male and 14 were female.